Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 45 months oversensing and an inappropriate shock was reported. The device was explanted. No adverse pt side effects have been reported.